Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. The power cord was frayed and was replaced as a precautionary measure. The system operates as intended.